Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the x stage cover was dislodged during the re-home procedure. Repaired the x-stage cover dislodged during home procedure. No parts were replaced. The original issue (system losing motion information) could not be replicated during inspection. After the x-stage cover was re-positioned, no issues were found. The manufacturer evaluated this issue from a software perspective and it was suspected that the user is pressing buttons on the pendant before the motion system is ready, causing it to lose it's motion calibration. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was losing its motion values, requiring the user to re-calibrate motion. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Device mfg date now provided.